Event description:
A customer reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in successfully resetting it. The customer was advised to continue using the pump and to report back if the malfunction code appeared again, which the customer understood and acknowledged.